Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
An advocate from (B)(6) called on behalf of the customer to report that they obtained blood glucose readings of 17.7 mmol/l at 10:49 a.m. On their contour next one meter and 7.4 mmol/l at 10:50 a.m. On the alternate contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit, and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0bpeg13b using a blood sample, which gave a satisfactory performance.